Event description:
It was reported that there was a burning smell when firing at certain frequencies, although there was no detected damage to the blast shield or fibers. The field service engineer worked on the laser and identified the focus lens was damaged. He replaced it and the system is now working properly. There was no patient involvement.

Event description:
It was reported that there was a burning smell when firing at certain frequencies, although there was no detected damage to the blast shield or fibers. The field service engineer worked on the laser and identified the focus lens was damaged. He replaced it and the system is now working properly. There was no patient involvement.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse aligned the optical bench and replaced the focus lens. The laser console passed full functional and electrical safety testing. Based on the analysis results, the reported clinical observations were confirmed as aligning the optical bench and replacing the focus lens resolved the issue. The identified issues most likely affected the device performance leading to the event experienced by the customer. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.